Manufacturer narrative:
Additional information: weight and ethnicity: unknown/no information. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating that an intraocular lens (iol) was implanted in the patient's right eye, however, the patient ended up -1.25d, and an explant was forecasted. Through follow-up it was learned the iol was explanted, and the incision was slightly enlarged. The explanted iol is not available for return as it was discarded. Reportedly, there was no patient injury and the patient is happy. No further information was provided.